Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that there was an issue with the recharger because as soon as patient moves the recharger loses connection. Manufacturer representative indicated they noticed in office that recharger quality was excellent and when patient leaned back it went to "nothing" and stopped charging. It was reported that this happened when they barely moved antenna as well. Representative indicated the patient continually gets rm02 message in the middle of recharging and it occurs every time they charge; patient has been reseating the battery pack to resolve issue. No symptoms were reported at this time. Additional information was are received. The manufacturer representative reported patient has been having ongoing problems with recharging. Patient received a new recharger. Caller has been doing the passive charge for the last 30 minutes and continues to see no charging level. Spare recharger was also used and they continue to not be able to charge.